Event description:
It was reported by the customer that their device would not recognize the connection of the defibrillation therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the defibrillation therapy cable assembly and then observed proper device operation through functional and performance testing. The device was returned to the end user for use. The device will not be returned to physio-control for evaluation.